Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient experienced a hemorrhage at the insertion site. As a result impella therapy was stopped and the patient received a total of 8 units of fresh frozen plasma (ffp), 20 units of mannitol, adenine, and phosphate (map20u), and 20 units if platelets (pc20u).